Manufacturer narrative:
(B)(4). A partial lead was returned in three segments for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the rv lead was explanted due to increase in thresholds. The patient tolerated the procedure well.